Event description:
It was reported that a patient underwent a primary breast augmentation surgery with implantation of a 325cc mentor smooth round moderate profile saline breast implant prosthesis. Post-operatively, the patient was diagnosed with a deflated left breast implant during a physical exam with a medical professional. As a result, the patient underwent bilateral removal and replacement with 500cc mentor smooth round high profile saline breast implants on (B)(6) 2024. The date of implantation was provided to mentor as a best estimate. Mentor became aware that a discrepancy was observed when the information reported included a date of implantation that occurred prior to the manufacturing date of the breast implant. As this is not possible, follow-ups are being conducted. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 17, 2024, the mentor analysis lab received the suspect medical device for evaluation. Additionally, the healthcare professional reported that the patient did not know the exact date of implantation but believed it was the latter half of 2005. However, since an exact date was not provided, the date of implantation was updated to (B)(6) 2005. Date of implantation: (B)(6) 2005. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently unavailable. On july 24, 2024, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection, microscopic examination, and thickness measurement of the device. During visual analysis of the returned sample, and a missing material area measuring 1.5cm x 1cm was observed on the anterior view. Also, the valve was not returned. A microscopic examination was performed, and the cause of the tear could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: according with the product insert data sheet, the valve system can be damaged by improper use of the fill-tube stylet. Care should be taken that the stylet enters the valve smoothly. Use the thumb and forefinger to stabilize/support the valve seat and gently push the stylet tip into the valve opening. Overstressing the valve material may result in punctures or tears and subsequent deflation may occur. Use only the fill tube stylet provided with this product. Take care not to puncture the diaphragm valve or the shell with the stylet tip. Care must also be taken when the fill tube stylet is removed to prevent damage to the valve assembly. Manufacturer¿s reference number: (B)(4).